Event description:
As reported by the user facility: reports the safeday valve leaked from the seal causing pt blood to leak out onto the pt and nurse. There was no injury reported.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusion can be drawn. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. There were no other reports of this nature against the reported lot number. If the sample is received for evaluation or if additional pertinent info becomes available, a follow-up report will be filed.